Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the similar incident review, there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported core separation appear to be related to operational circumstances of the procedure. Base on the reported information, it is likely that manipulation and/or inadvertent mishandling during the tip shape process, the guide wire core likely kinked at the proximal end of the hypotube and separated. There was still core visible inside the hypotube. The fractured faces at the separation were bent as if kinked prior to separation. The coil damage likely occurred during tip shape. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure. The noted kinks on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: it was initially reported that the device was discarded. Subsequently, the device was returned for evaluation. H6: method code 4115 removed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the similar incident review, there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use to suggests a product quality issue. The investigation determined the reported core separation appear to be related to operational circumstances of the procedure. Base on the reported information, it is likely that manipulation, and/or inadvertent mishandling during the tip shape process. The guide wire likely kinked and separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during device preparation, the balance middle weight (bmw) guidewire proximal/medial section separated while curving the tip. There was no unusual resistance, or issue handling the device. Insertion was not attempted, and the device was set aside. There was no patient involvement. No additional information was provided regarding this device issue.